Manufacturer narrative:
The customer staff contacted arjo and informed that the side rail was detached. The allegation was confirmed during the device evaluation. The arjo technician detected that the side rail lower arm (part of side rail mechanism) was broken in two pieces. There was no allegation that any patient was involved. No harm was claimed. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail lower arm (part of the side rail mechanism) was broken in two pieces. The issue occurred when the bed was transferred, it was jammed in the doorway. According to citadel plus instruction for use (IFU, 831.374 rev. B), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes information: ¿ensure pathway is clear of cords, hoses and obstacles before driving bed forward or backwards.¿ as per design, the citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. To reduce the bed width during the transfer, all width extensions should be pushed in. Sum up, the side rail was damaged during the bed transfer, it was jammed in the doorway. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. There was no allegation that any patient was involved. The complaint was decided to be reportable due to the side rail detachment. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The customer staff contacted arjo and informed that the side rail was detached. The allegation was confirmed during the device evaluation. The arjo technician detected that the side rail lower arm (part of side rail mechanism) was broken in two pieces. The issue occurred when the bed was transferred, it was jammed in the doorway. There was no allegation that any patient was involved. No harm was claimed.